Event description:
It was reported, the deep brain stimulation (dbs) devices turned off "on their own." There were two events where the dbs devices turned off. The patient experienced a return of essential tremors in both arms and hands. It was reported on (B)(6) 2012, the patient had shaking in his left hand and inability to walk. It was noted, the patient felt "like he's drunk." There was no reported fall or trauma. Whenever the patient put strain down on his left arm to help himself get off the couch, the stimulation "cut off by itself." The symptoms lasted until the patient was able to turn stimulation back on with his programmer. It was noted this event does not happen all the time, but only sometimes. These symptoms started about one week prior to the report. It was also noted the patient's stimulation usually didn't cut off if he turned the device up to 3.40 volts.

Manufacturer narrative:
Product ID, 748240 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 748240 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 7438 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 3387s-40 lot# v006923, implanted: 2006 (B)(6), product type lead product ID, 3387s-40 lot# v007141, implanted: 2006 (B)(6), product type lead. (B)(4).

Event description:
Additional information stated the "cause of the event was a loose connection" at the device. It was further stated that it was an "extension disconnect." The patient's physician reported the extension was "reconnected and tightened with old style screw driver" on (B)(6) 2012. The patient's physician reaffirmed the patient's symptoms were that the stimulation turned "off and on with position." It was noted the patient required outpatient hospitalization and that there was "no injury" to the patient.